Event description:
Left motor will not lock into drive and wanted a quote on a new left motor to resolve that issue as well additional non-reportable complaint for this device; dealer alleges that they are getting a9 flash code.